Manufacturer narrative:
Updated fields: a1, b4, b5, b6, b7, d11, g3, g4, g7, g8, h2, h4, h6(investigation type, investigation findings investigation conclusions & impact codes), h10, h11 corrected fields: d5, g1(contact person).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had broken blood pressure cable which was not reading pressure. There was no patient involved and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse observed system and could not duplicate the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken blood pressure cable which was not reading pressure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.